Manufacturer narrative:
The reported event of aborted shock was confirmed through review of the implantable cardioverter defibrillator (ICD) files. Review of the device alerts showed possible high voltage (hv) lead damage had occurred. The bench testing was performed, which included high voltage (hv) output testing, and the implantable cardioverter defibrillator (ICD) showed normal function. The cause of the aborted shock was undetermined. The ICD was normal and above the elective replacement indicator (eri).

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2021. It was noted that the patient received a failed shock during an episode of true ventricular tachycardia due to the defibrillatory voltage impedance being below the normal range on the right ventricular lead. The second shock was successfully delivered and terminated the abnormal rhythm. The patient was scheduled for right ventricular lead replacement on (B)(6) 2021. Implantable cardiac defibrillator (ICD) values were normal the day of the procedure but a decision was made to replace both the rv lead and ICD as the ICD was also under advisory. The right ventricular lead was capped and the device was explanted. The patient was stable.